Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient used an expired infusion set which resulted in hyperglycemia on (B)(6) 2026. The patient¿s blood glucose level was reported to be high and was managed with a correction bolus administered via the pump.